Event description:
It was reported that during coronary bypass surgery, the clamp is not occluding the vessel as blood is still "getting through". No report of patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2023 states that there was no patient harm or injury, their status is reported as "stable". The issue was resolved by using an alternative clip. 3 clips were used on the patient. The reported complaint sample was received for evaluation and no concerns were noted upon visual inspection. A dimensional inspection was not required as part of the investigation. The device was functionally tested with no concerns noted. A review of complaints received in this range with the same issue identified no concerns with reference to this product. No problem was found with the device and the device functioned as expected. It was likely that the surgeon was applying this device to a vessel that was beyond the effective range of this clamp. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during coronary bypass surgery, the clamp is not occluding the vessel as blood is still "getting through". No report of patient harm or injury. The patient status is reported as "fine".